Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys testosterone ii assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a testosterone value of < 2.50 ng/dl. The sample was aliquoted into a cup and repeated, resulting in a value of < 2.50 ng/dl. Since the sample was from a male, the customer sent the sample to another site for repeat testing on a cobas 8000 system, where it resulted in a value of 11 ng/dl on (B)(6) 2022. The testosterone reagent lot number was 55446401, with an expiration date of 28-feb-2023.

Manufacturer narrative:
The last calibration performed on (B)(6)-2022 had no alarms. Quality controls were within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found the sample probe was not stable due to an abnormal sample probe movement error. The probe was re-adjusted. The engineer could not confirm if the probe was the main cause of the issue. The investigation could not identify a product problem. The cause of the event could not be determined.